Manufacturer narrative:
Qc has been inconsistent. Per hotline request, the customer flushed and recalibrated the modular chemistry (mc) probe and ran qc which was not within acceptable range. A bci field service engineer (fse) replaced the mc sample: probe, wash collar, syringe, syringe valve. Fse removed and inspected the flow cell and discovered fibrous material. Fse performed bioburden testing and found bacterial growth in the internal mc side of the reagent and tubing. Fse decontaminated the unit and replaced all ise tubing and carbon bridge. Part replacement and system decontamination resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na) result generated by unicel dxc 600 pro synchron chemistry analyzer. The high result (165 mmol/l) triggered a critical rerun that resulted in lower value (141 mmol/l) being obtained. The sample was not reported out of the laboratory. Patient treatment was not impacted by this event.